Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). It is reported that the left ventricular (lv) pacing output was programmed at 4.5 - 5 v. This device is part of the renewal 1 and renewal 2 short devices - pre-corrective action (8/26/05). The device will be explanted and returned for analysis.